Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the idrive did not complete the firing sequence. After firing a few millimeters, it stopped. The surgery time was delayed more than 30 minutes. The doctor stopped to cut the reinforcement, switch staplers, and get a manual stapler. There was additional tissue resection to remove the tissue where the reinforce reload had fired and too many staples would have created another problem.